Event description:
Client inserted a tampon from an applicator on friday evening. Within an hr they were bleeding so heavy that the blood was running down leg. Client went to remove the tampon but found no tampon. There were 4 blue caps. 2 were flushed, 2 were saved. The following day client went to planned parenthood who examined them and said there were no more caps. Client reported the incident to the MFR. The next day they had extreme pain in left pelvis area. Went to the hosp ER the next day. There client was checked for stds, all tests were negative. Client has been to the hosp ER since (twice) for sharp pains. Client had a vaginal ultrasound which showed free fluid. Client was told they had an infection, but they were not hospitalized. They were put on percocet and taken out of work for a week. Client returned to the hosp ER and a CT scan was scheduled. The case worker did not have the results of the scan when they reported this complaint. Case worker said caps measure approx 1/2 inch in height, and 1/2 inch in diameter. She said they do not appear to be screw-on caps; they are covered in a gel-like substance such as vaseline. The hosp would not analyze the gel but suggested it be tested.

Event description:
Add'l info rec'd from MFR 2/27/01: to date MFR has not received a response from the consumer or their atty. The foreign objects described are not present in MFR's mfg facility, and MFR has not had any similar reports. In fact, the event description contained in report provided MFR with more info than MFR had previously received. Based on the new info given in report, MFR has filed an MDR, MFR report number 2515444200100007, because co believes your description of the events warrants this action as per the requirements of 21c.f.r.803. This does not mean that co believes that the device mfg by playtex was defective or malfunctioned or that co's product was in fact associated with the consumer's injury.